Event description:
After use of the device for a cardiopulmonary bypass procedure, the user reported red x's displayed over the roller pump icons on the central control monitor. No other details regarding the nature of the event were provided. Since the event occurred after a cardiopulmonary bypass procedure, there was no patient involvement during this event.